Manufacturer narrative:
Date rec¿d by MFR : 09oct2019. The customer reported that there was a delay in patient therapy when the failure occurred, however the patient was not harmed. No additional medical intervention was required as a result of this event. The customer reported that replacing the pm pcba (power management printed circuit board assembly) resolved the problem. The ventilator successfully passed performance verification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator would not shut off and produced the following diagnostic codes: ventilator restarted due to anomalies detected during operation, blower stalled, auxiliary alarm supply failed, 35 v supply failed and backup alarm failed. The ventilator was being used on a patient at the time of the reported event. At this time, there is no report of patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
The customer reported that the ventilator would not shut off and produced the following diagnostic codes: ventilator restarted due to anomalies detected during operation, blower stalled, auxiliary alarm supply failed, 35 v supply failed and backup alarm failed. The ventilator was being used on a patient at the time of the reported event. At this time, there is no report of patient harm.